Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that after pre-dilatation with another company's balloon catheter in a totally occluded right coronary artery (rca), the 2.75 x 23 mm promus stent delivery system (sds) would not cross a previously placed stent in the proximal rca. The promus sds was pulled back and dilatation was performed within the old stent three times and another attempt was made to advance the promus sds, but the sds would not cross. When the sds was removed again, the stent came off the balloon, outside of the body. Another 2.75 x 23 mm promus sds was selected; however, it also would not cross the lesion. The physician tried to deep seat the guide to get the stent inside the guiding catheter, but the stent came off the balloon in the rca. A snare was used to remove the second promus stent successfully with no harm to the pt. It was then decided to just balloon the lesion with a 3.5 x 20 mm balloon catheter from another company. The pt is fine and was discharged. No additional event or pt information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.